Event description:
It was reported that, one day after the implant procedure of this artificial urinary sphincter (aus), the patient experienced swelling in the scrotum. A computed tomography (CT) scan was performed, during which it was noted that the balloon had migrated cephalically, and one day after the scan, an intestinal perforation was confirmed. The patient was admitted to the intensive care unit (ICU); however, four days later, the patient died from sepsis and aspiration. During the ICU stay, no treatment for the intestinal perforation was reported, and no surgical intervention was performed. The medical staff stated that, during the implant procedure, the pump was not properly secured with allis forceps, causing it to sit in an upward position. The pump tube was cut while in this incorrect position, leading to a shortened tube, which was then connected to the cuff and balloon. After the connection, the pump was repositioned lower in the scrotum, which pulled on the balloon, causing it to attach to the intestinal tissue and tear it. It was also stated that, after robotic surgery for prostate cancer, patient's intestinal tract migrated and adhered below the pubic bone, where the balloon was inserted.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. H6: evaluation conclusion codes.

Event description:
It was reported that, one day after the implant procedure of this artificial urinary sphincter (aus), the patient experienced swelling in the scrotum. A computed tomography (CT) scan was performed, during which it was noted that the balloon had migrated cephalically, and one day after the scan, an intestinal perforation was confirmed. The patient was admitted to the intensive care unit (ICU); however, four days later, the patient died from sepsis and aspiration. During the ICU stay, no treatment for the intestinal perforation was reported, and no surgical intervention was performed. The medical staff stated that, during the implant procedure, the pump was not properly secured with allis forceps, causing it to sit in an upward position. The pump tube was cut while in this incorrect position, leading to a shortened tube, which was then connected to the cuff and balloon. After the connection, the pump was repositioned lower in the scrotum, which pulled on the balloon, causing it to attach to the tissue and tear it.